Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to drawer failure. A technical support specialist confirmed that there were no problems with the drawers and instructed the user to reissue the medication. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the pyxis medflex system, the drawer was not opened. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.